Event description:
Customer reported receiving a potential false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 18949j, reader sn not (B)(6).

Manufacturer narrative:
Update to b5: description of event updated to include serial number (B)(6). Update to d4: serial number (B)(6). Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 18949j, reader sn not provided). Repeat cue covid-19 tests performed on (B)(6) 2021 and (B)(6) 2021 provided negative results. No further information provided regarding this false positive result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Reader serial number or cartridge serial numbers were not provided.